Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's home remote monitor detected high out-of-range (oor) shock lead impedances for this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) system. Clinic evaluation was done and all vectors yielded > 125 ohm shock lead impedance measurements. There was no noise noted, and capture thresholds and pacing impedances were normal. Subsequently, surgical intervention was performed. The lead to header connections were extensively evaluated and noted to be secure. The lead was removed from the header and the terminal pins were visually evaluated and no abnormalities were identified. The physician then reconnected the lead to the device and the lead was manipulated around the yoke. With this maneuver the shock lead impedance was measured and impedances from 50 to > 125 ohms were obtained. There was no noise on the rate/sense portion of the lead during this. The rv lead was surgically abandoned and a new lead was implanted; this ICD remains in service. No additional adverse patient effects were reported.